Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. There were no discrepancies discovered during the DHR review. Manufacturing calibration readings were all in specification. The device was received with both seals broken and the top case cracked by the tube holder and broken by the front lower right corner the visual inspection showed invalid syringe size was verified. A 60ml bd syringe test was used. Invalid syringe size was found during the syringe test investigation. Tapered spring not sited properly.(slipped) also flippers were not sited properly. The root cause was and alignment issue actions taken to mitigate the issue: replaced barrel clamp head, barrel clamp screw, barrel clamp rod, barrel spring(blue) and a tapered spring. Perform pm and all functional test passed.

Event description:
It was reported the device had an invalid syringe size. No patient injury reported.